Manufacturer narrative:
The intraocular lens remains implanted limiting our investigation to a review of the manufacturing records. This review showed no deviations during the process. The causal relationship between the device and the adverse event is undeterminable at this time. All information currently available is included in this report. A follow-up report will be filed as necessary when additional reportable information becomes available. Other text : iol remains implanted.

Event description:
Following routine cataract surgery with intraocular lens (iol) implant the patient's visual acuity was lower than expected, a minus 2.0 diopter. The lens remains implanted.